Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that his pump alarmed button error. Prior to the event, he was lying on his side and he held the button down for a while. The current blood glucose reading is 150 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.